Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician used the red62 with aspiration for approximately two minutes to remove a large volume of clot. The red62 was removed from the patient to be cleaned and flushed. It was reported that during this handling on the back table, the red62 fractured approximately 20 centimeters from the distal tip. Therefore, the red62 was not used for the remainder of the procedure. The procedure was completed using a new red62 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2021-02227. 1. Section b. Box 5. Describe event or problem. Evaluation of the returned red62 confirmed a fracture on the distal shaft. Evaluation also revealed signs of stretching on both sides of the fracture. This damage typically occurs due to retraction of the device against resistance. Further manipulation on the back table may have contributed to the damaged device becoming fractured. Further evaluation revealed ovalizations on the distal shaft. This damage may be incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician used the red62 with aspiration for approximately two minutes to remove a large volume of clot. Subsequently, the physician decided to remove the red62 for flushing. However, while cleaning and forcefully flushing the red62, the hospital technologist broke the red62 at approximately 20 centimeters from the distal tip. Therefore, the red62 was not used for the remainder of the procedure. The procedure was completed using a new red62 and the same neuron max. There was no report of an adverse effect to the patient.